Event description:
The rn received a call via phone triage from the visiting nurse (vna) that the pt had a problem overnight with 5fu infusion pump. The pt was advised to come to clinic for evaluation. Upon arrival to clinic, the pt reported that pump began to beep in the evening in late (B)(6). The pt's daughter called the 1-800 number on the pump and was instructed to turn the pump off and then on and attempted to resume. The pt followed this advice, but fifteen minutes after resuming infusion, the pump began to beep again. The pt then turned off her pump. The vna came in to visit the pt today, and notified clinic that pt's pump was not operating. The pt arrived in the clinic in the early afternoon and the pump was turned off. The rn turned on the pump, which displayed the correct rate of 1.74 ml/hr. Attempted to get to the "volume infused" display which showed an error message of "iea6." Pump next displayed the correct "total volume to be infused" of 80.16. Per pharmacy, a total of 33ml was left in the bag. Per the doctor and rn, the pt was not to receive any further chemo today. The pt disconnected from pump and the port was flushed with saline and heparin and needle discharged. Positive blood return noted from port prior to discharge. The infusystem pump rep was notified of the malfunction. Manufacturer response for infusion pump, walkmed (per site reporter).